Event description:
This is a spontaneous report by a consumer with supplemental information provided by a technician in the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies (dose, frequency, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake/touch contamination, which caused peritonitis on (B)(6) 2012. On that same day, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital and had recovered from the peritonitis. On (B)(4) 2013, baxter product surveillance contacted the facility and spoke with a technician. The technician reported that the patient had not been retrained yet but stated that the patient had recovered. The nurse was contacted but declined to provide any information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should relevant additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. This complaint for a report of use error - breach in aseptic technique and peritonitis is confirmed, because it was reported that there was a breach in aseptic technique, described as patient made mistake/touch contamination, which caused peritonitis; however, the cause of the use error could not be determined, since it is unsure why the patient had a breach in aseptic technique.